Event description:
The caller reported an issue with the insulin gauge on the pump displaying a different amount than expected, specifically showing 76 units instead of the caller's expected 110 units. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer did not remove residual air from the cartridge. Technical support educated the caller on removing air from the cartridge before filling it, which the caller acknowledged.